Manufacturer narrative:
Cine image review: the customer provided three cine images which have been evaluated. The first image reviewed showed the stent exposed within the vessel while partially loaded catheter shaft. A fracture of the stent was observed. The proximal fracture face was identified on the cine, but the fracture face could not be conclusively identified on the distal segment of the stent which fractured off due to the clarity of the cine. The cine was able to show the distal portion of the stent. The stent struts appeared to be elongated. The second cine image showed the distal segment of the stent with the distal marker tantalum markers. The struts of the stent are elongated. The third cine evaluated was unable conclusively identify components within the vessel affiliated with deployment difficulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protege everflex during treatment of a plaque lesion in the patient¿s mid superficial femoral artery (sfa). Moderate vessel calcification and tortuosity are reported. Lesion exhibited 70% stenosis. IFU was followed. The device was prepped without issue. The first stent was deployed at the proximal popliteal area . The protege everflex was passed through a previously deployed stent. No resistance was noted. The second stent was stretching on its own like a thread and the distal end was not detaching from the delivery system and hence the physician had to explant the stent partially. An additional protege everflex stent was implanted to complete the procedure following explantation of the complaint device. No patient injury reported.

Manufacturer narrative:
Device evaluation: the protégé everflex device was returned to the investigation lab (plymouth) for review. No ancillary device or images were returned for review. The device was removed from the return packaging for evaluation. The device was received in a post-deployed state. The stent was not returned. A dried blood-like substance was observed on the distal tip of the catheter. The safety locking pin was tight. The pusher was advanced; multiple bends were noted. Microscopic inspection revealed that the device pusher legs were intact, and no anomalies were noted. The inner distal assembly was cut just proximal to the stent retainer to inspect the hypotube for witness marks. A set of witness marks from where the safety locking pin engages the stainless steel hypotube were located at approximately 23, 25, and 29 mm proximal of the distal end of the hypotube. The witness marks indicate that the safety locking pin had been properly torqued during manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.